Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that during surgery the device was found wear and tear of point to point instruments. No patient injury or other complications were reported. Delay 0-30 minutes reported. The procedure was completed with instruments provided by the hospital.